Event description:
The patient was revised due to instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested and if it becomes available will be submitted in a supplemental report.